Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. Device had a faint audible tone. Unit was not dropped, bumped or exposed to moisture.